Event description:
It was reported that patient experienced decrease in vision due asymmetrical lens vaulting was noted approximately three months post implantation. The surgeon attempted to implant a capsular tension ring (ctr) one week later, but found too much capsular fibrosis. The surgeon explanted the lens and placed a three piece lens.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.